Manufacturer narrative:
Method: the case info, including the device use feedback obtained from the event reporter and angiograms and procedure films, were used to evaluate the device performance. Results code: device was returned to manufacturer for evaluation. Returned device and fluoroscopic evaluation confirmed the separated of the tip as a result of manipulation in attempt to free up the device. The tip remained attached to the inner shaft. Unable to locate peek bushing. The IFU contains warnings and precautions that "if resistance is met during manipulation, determine the cause of the resistance before proceeding" and "torquing or pulling the catheter excessively may cause damage to the product. Excessive bending or kinking of the catheter may affect performance." The IFU also instructs the user that "if rotation of the tip appears to be sluggish, stop catheter rotation and advancement. Reverse the tip rotation to free up the tip. If the distal tip cannot spin freely, remove the device."

Event description:
On (B)(6) 2011, pt presented for revascularization of a mildly calcified ostial superficial femoral artery (sfa) using the kittycat2 (w550) catheter. The physician advanced the kittycat2 catheter to the point of hunter's canal. As they continued to advance, the device tip appeared stuck in the lesion. While trying to free up the device, the tip separated from the catheter's outer sheathing, but remained attached to the inner shaft. The entire catheter including the separated tip was removed as confirmed by the angiographic review. The procedure was aborted. There was no reported pt effect, no complication or ill effect sustained by the pt.